Manufacturer narrative:
Additional information: b5: per the updated complaint questionnaire the reporter confirmed the initial lens was implanted, removed and replaced within the initial surgery. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticm5_12.6 implantable collamer lens with diopter -9.50/+2.0/091 into the patient's right eye (od) on (B)(6) 2022. Within the initial surgery the lens was removed and replaced with a longer length lens due to low vault. This resolved the problem.

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticm5_12.6 implantable collamer lens with diopter -9.50/+2.0/091 into the patient's right eye (od) on (B)(6)2022. Within the initial surgery the lens was removed due to low vault. In a separate surgery that same day the lens was replaced with a longer length lens. This resolved the problem. Cause reported as unknown.

Manufacturer narrative:
Claim# (B)(4).